Event description:
It was reported that, during npwt with an unkn pico 14, the patient experienced an infection. It is unknown whether the infection is related to the use of pico 14 or not. This adverse event has been treated with IV antibiotics. Current health status of patient is unknown. Further information is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that, during npwt with an unkn pico 14, the patient experienced an infection. It is unknown whether the infection is related to the use of pico 14 or not. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed a small number of similar instances in the last three years. There is nothing to suggest this is outside of acceptable rates of occurrence. A risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. A clinical review concluded that no further clinical information will be provided, therefore, a throughout medical investigation cannot be rendered nor can the clinical root cause of the reported infection be determined. Probable root cause is incorrect skin preparation, incorrect application of dressings, infrequent dressing changes or that the patient reacted to one or more components of the dressing. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation technique, dressing application and advice on dressing changes according to wound exudate. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H3, h6: it was reported that, during npwt with an unkn pico 14, the patient experienced an infection. It is unknown whether the infection is related to the use of pico 14 or not. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed a small number of similar instances in the last three years. There is nothing to suggest this is outside of acceptable rates of occurrence a risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. A clinical review concluded that no further clinical information will be provided, therefore, a throughout medical investigation cannot be rendered nor can the clinical root cause of the reported infection be determined. Probable root cause is incorrect skin preparation, incorrect application of dressings, infrequent dressing changes or that the patient reacted to one or more components of the dressing. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation technique, dressing application and advice on dressing changes according to wound exudate. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.